Event description:
The facility reported an infusion pump with a malfunction of "indicator lights and alarms not working properly." This resulted in a failure to alert or alarm as intended. It is unknown when the reported condition occurred. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.